Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported that in (b)6) 2024 they started experiencing a burning pain sensation at the implanted neurostimulator (ins) site when they were getting ready to sit down to drive, if they were getting up from driving, or if they turned at the right angle in bed.  They also reported that it seemed to be swollen at times around the ins site in their back.  The pt reported that they have exercised every day and that they would get up and walk every day, which was their primary reason for getting the ins.  With the implant, they have been able to double their distance of walking without pain in their hip and lower back area since having the ins.  They confirmed that they had limited their bending up and down.  They had seen their doctor on (B)(6) 2024, but commented that a manufacturer representative (rep) was not present at that appointment.  The pt was told to contact patient services to have their settings reviewed.  During the call with patient services on (B)(6) 2024, the settings were reviewed: group a had an intensity of 2.3v.  They turned the stimulation down and up, but that did not makeany difference to the burning pain.   They tried groups a, b and c, and the burning pain was present with all of the groups.  The pt stated they had an appointment scheduled to meet with their doctor on (B)(6) 2024 and requested a rep be present at that appointment.  A message was sent to the field to make the reps aware of this event.  The rep submitted a report on (B)(6) 2024 reporting that on (B)(6) 2024 the pt had a follow up appointment with their doctor.  The doctor checked the ins site.  There were no signs of infection.  The pain at the ins site was still ongoing as of (B)(6) 2024.  The rep noted that the pt would have an additional follow up appointment with the doctor, if necessary.  Patient weight was requested, but was not provided.